Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The revision reported was likely the result of disassembly between the humeral liner and humeral tray leading to subsequent metal-on-metal articulation between unintended components, and damage to the humeral liner. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitants: 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reverse torque defining screw kit:(B)(6), 300-01-13 - equinoxe, hum stem primary, press fit 13mm: (B)(6), 320-15-01 - eq rev glenoid plate: a004485 320-20-18 - eq rev compress scr lck cap kit, 4.5 x 18mm: (B)(6), 320-20-18 - eq rev compress scr lck cap kit, 4.5 x 18mm: (B)(6), 320-20-30 - eq rev compress scr lck cap kit, 4.5 x 30mm: (B)(6), 320-20-38 - eq rev compress scre lck cap kit, 4.5 x 38mm: (B)(6). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right shoulder was revised approximately 2 years 7 months post initial operation. The patient likely dissociated the humeral liner from the tray while lifting a heavy object at work above his head. Patient states this occurred 6-7 month prior to revision surgery. There was significant contact between the metal humeral tray and the glenosphere in the intervening time. This resulted in severe metallosis in the glenohumeral joint space and surrounding soft tissue. Surgeon performed an extensive debridement of the joint space and replaced some insitu components. Patient was last known to be in stable condition following the event.